Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the annular rupture could not be confirmed, however, patient factors (moderately calcified native annulus and history of multiple aortic aneurysms) may have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), post implant of a 26mm sapien 3 valve via transapical approach, the patient was hypotensive and had an annulus rupture. The surgeons treated the issue fast without extra corporeal machine and solved the issue. The patient became stable and went to the ICU for recovery. However, the patient expired the same day. The native annular valve measured was 480mm2 and was moderately calcified. There was no bulky calcification of the native leaflets or annulus. The balloon was not overinflated during valve deployment. The sinotubular junction (stj) not narrow and the sinuses were not obliterated. The patient had a pre-existing aneurysm in the descending aorta, aortic arch and abdominal aorta. Prior to the annular rupture, there was no problem with the procedure.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. The annular rupture was successfully treated using biological glue to close the annulus fissure. The cause of death was not known.